Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc coin cell battery was evaluated and replaced. The cmos settings were also reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.